Event description:
It was reported that during a lap sigmoid resection procedure, they used 2 devices products used in the procedure. The first device would not articulate correctly, it would only turn in one direction. They used a second device to continue the case successfully. They then were using another device in the procedure and when they began to open the device it would not open when he closed the handle and tried to use the button. The surgeon manually opened the device. The device was not used on the patient and a new like device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/15/2008. Damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was received with the articulation gear damaged. The device was received without reload present. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended, however, the articulation mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at finished goods qa. A batch record review was performed and no anomalies were found during the manufacturing process.